Manufacturer narrative:
H10: multiple attempts have been made on 19dec2023, 19jan2024, 25jan2024, 05feb2024 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting alarms that are unable to be reset. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was observed that there is an error code for primary alarm failed message in the event log. When the primary audible alarm test fails for either speaker, alarms are annunciated using both the primary and backup audio devices. Informed customer manufacturer recommendation is the following: 1. Listen for audible sound from the speakers. 2. Verify that the speakers are connected. 3. Verify that the braided wires are not touching the speaker housing. 4. Verify that the resistance of each speaker is 6.8 to 9.2 o (figure 6-2). 5. Replace speaker #1 (mc pcba). 6. Replace speaker #2 (pm pcba). 7. Replace the cpu pcba. The customer is requesting par number for replacement speaker and cpu pcba. The rse provided parts ID for the replacement parts. Investigation is ongoing.